Event description:
Reporter alleged obtaining the results of 20 mg/dl, 70 mg/dl and 110 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the left ventricular lead dislodged during the right ventricular lead extraction. The lead was explanted and replaced. No patient complications were reported as a result of this event.